Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off resulting in the customer going to the emergency room on (B)(6) 2022 and ultimately being admitted to the hospital with a blood glucose (bg) of over 400 mg/dl and high ketones. Ketone levels were identified as life threatening by health care provider. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was released on (B)(6) 2022.